Manufacturer narrative:
The investigation is ongoing.

Event description:
As reported by the field clinical specialist (fcs), approximately 3 years, 10 months and 20 days post transfemoral tavr procedure with a 23mm sapien 3 ultra valve in the native aortic position, the valve failed due to stenosis. The patient underwent a successful valve in valve procedure with another 23mm sapien 3 ultra valve. Per report, the patient was alive at the end of the procedure.

Manufacturer narrative:
The investigation is ongoing.

Event description:
As reported by the field clinical specialist (fcs), approximately 3 years, 10 months and 20 days post transfemoral tavr procedure with a 23mm sapien 3 ultra valve seated properly in the native aortic position, the patient was admitted to the hospital after surveillance echocardiogram which showed severe dysfunction with development of severe aortic stenosis due to calcification. A recent tee revealed a peak velocity of 5.5 m/s, mean gradient of 80 mmhg, area of 0.55cm^2 and an aortic valve dimensionless index of 0.13. The left ventricular ejection fraction was 65% with moderate mitral annular calcification. The patient reported having a slight increase in dyspnea on exertion over the past 6 months. The patient underwent a successful valve in valve procedure with another 23mm sapien 3 ultra valve. Per report, the patient was alive at the end of the procedure and doing "fine".

Manufacturer narrative:
A supplemental MDR is being submitted due to engineering evaluation findings. Sections b4, g3, g6, h2, h6: type of investigation, investigation findings and investigation conclusions have been updated. The event reported is anticipated in the risk management documentation for transcatheter heart valve procedures. A previous investigation into this type of event is captured in an edwards lifesciences technical summary and applies to this complaint. Additional assessment of the failure modes is not required at this time. Due to the unavailability of the complaint device, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. Per the technical summary, the IFU, current risk mitigations include design and manufacturing controls, and training manuals have been reviewed, no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. In this case, the complaint of calcification was unable to be confirmed due to unavailability of relevant imagery and medical records. However, the technical summary establishes through extensive complaint investigations that structural valve degeneration related to calcification for the sapient xt, s3, and s3u valves have not been associated with device malfunctions or manufacturing non-conformances. The process of calcification involves the reaction of calcium-containing extracellular fluid with membrane-associated phosphorus, causing calcification of the cells. Many patient-related factors can contribute to the onset and propagation of calcification, and consequently, structural degeneration of the thv. These factors include age, disease state, patient co-morbidities, and/or pharmacological intervention, such as but not limited to renal failure, hemodialysis, hypercholesterolemia, hyperlipidemia, hypothyroidism, diabetes mellitus, etc. It is possible that one or more of these factors may have been present; however, due to limited information provided, a definitive root cause is unable to be determined at this time. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.